Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during reprogramming, the pt reported he experiences discomfort when the stimulation is used for a long period of time. The pt was given cycle programs which did not resolve the issue. F/u info identified the pt has decided to have his scs system explanted as it makes his pain worse. The pt turned his stimulation off two weeks ago. Surgical intervention for this issue is pending.